Event description:
Boston scientific received information that noise and oversensing were exhibited by this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. The rv pacing impedance was stable. The patient did not require pacing and no inappropriate tachycardia therapy was delivered. Noise and oversensing caused storage of false episodes. Additional information was received that this rv lead was successfully explanted and replaced; the generator remained in service. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in two segments 8.5 cm from the terminal pin. Setscrew marks were noted on the terminal pin and terminal ring. Trilumen insulation damage with exposed conductor was noted at 26 cm from the terminal pin. Due to the location and type of damage, it was likely caused by entrapment in the clavicle/first-rib region. Resistance testing was performed on the proximal segment of the lead to assess the lead electrical performance. Measurements throughout these tests were within normal limits. The distal segment of the lead was evaluated by x-ray and revealed no fracture. Resistance testing was not performed on the distal segment as the extracting stylet remained inside the lead. Laboratory testing confirmed that the cause of the noise and oversensing on the rv lead was due to the insulation damage and exposed conductor.